Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl. Ketone level was high and considered as being life threatening by a healthcare provider. As the customer was too light headed to administered an insulin injection, the customer's spouse assisted and administered the injection. The infusion set site was changed. Pump system check was performed with tandem technical support and the pump time was found to be delayed by 32 minutes. Customer reported that incorrect time was due to use error and there were no issues with the pump.